Manufacturer narrative:
The reported incidents were captured as complaints. The conclusion from the complaint investigation indicates that the loss of images was due to image recover failure, which occurred sporadically due to a software bug that interfered with wireless transmission. The investigation results show that these malfunctions would not cause or contribute to death or serious injury. Siemens will provide a software update to resolve the software bug and eliminate the likelihood of re-occurrence of the reported incidents.

Event description:
On november 7th, 2016, siemens received a medsun report # (B)(4) filed by a user facility. The report stated that the system displayed an error ""image transfer delay" after the exposure was taken. The unit had to be re-started in each case and the images had to be re-taken on the same or different machine. There are no injuries attributed to these events.